Manufacturer narrative:
(B)(4). Evaluation summary: the otw graftmaster stent delivery system (sds) was returned without blood or contrast visible, consistent with reported information of not being used. The stent implant was undamaged with no flaring at the either end, and the balloon was tightly folded and was not partially expanded as reported. Analysis also noted that the stent implant was stationary on the balloon between the markers and was not loose as reported. There was also no damage noted to the sds. Analysis of the returned product indicated no product deficiency. Due to the conflicting analysis, follow-up was requested to confirm that the correct product was returned, and it was confirmed that the reported device size (4.0x19) and lot number (652457) matched the returned product information. Per the jostent graftmaster otw device master record, the device size (4.0x19mm otw) is associated with two part numbers: (B)(4) (old reference number, which was on the chipboard box label of the returned complaint product); and (B)(4) (new reference number, which is listed as the reported part number). Based on this information, the correct complaint device was likely returned. As the returned product analysis revealed no damage and did not confirm the reported loose stent or partially inflated balloon, it is unsure what the account perceived as a loose stent or partially inflated balloon. A conclusive cause could not be determined for the reported incident. During manufacturing, all stent delivery systems are 100% visually inspected for stent damage and proper placement. Additionally, a sampling of units is destructively tested prior to lot release to verify stent dislodgement force. A review of the device history record for this reported lot revealed no nonconforming material records and that all lot release testing results (including stent dislodgement force) met specification. Additionally, a query of the complaint handling database for this reported lot revealed no other incidents reported for partially inflated balloon or loose/dislodged stent. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after unpacking a 4.0x19 jostent graftmaster coronary stent graft delivery system to treat a pseudoaneurysm in the proximal right coronary artery, the stent felt loose, as if the balloon was partially inflated. The jostent graftmaster was not used in the patient and another jostent graftmaster coronary stent graft delivery system was opened and successfully used instead to seal the pseudoaneurysm. There was no clinically significant delay in completing the procedure and there was no patient involvement. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the returned goods analysis revealed that the stent was secured to the balloon and the balloon had not been expanded. It was confirmed that the correct complaint device was reported. No additional information was provided.